Event description:
It was reported that during the middle cerebral artery m1 middle area occlusion procedure, physician used an intermediate catheter and a microcatheter to deliver the subject guidewire. However, the subject guidewire could not go through the target lesion. Withdrew the subject guidewire and re-shaped it twice but it could not still be advanced to go through the target lesion. The physician noticed that the manipulation of the subject guidewire tip got worse so withdrew it to check and found that the subject guidewire tip was fractured. The core wire was not fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was seen to be kinked in two locations (177cm and 193cm) from the proximal end. The guidewire was returned broken along the nitinol tubing with the core wire exposed and the platinum wire stretched. (211cm proximal, unable to measure distal due to curl). The core wire was seen through the distal tip dome. Hydrophilic coating was hydrated, no anomalies noted. Functional inspection was not applicable as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator delivered the guidewire, but it could not went through the occlusion lesion. Withdrew the guidewire and re-shaped it for two times to try but it was still not able to be advanced to go through the occlusion lesion. Then the operator noticed the manipulation of tip of guidewire got worse so withdrew the guidewire to check and found 5cm from tip of it was fractured. The core wire was not fractured. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The guidewire was returned, and it was confirmed that the distal nitinol tubing had been fractured and the core wire was intact. There was kinking noted to the guidewire and some stretching noted to the inner coil at the fracture location. It is probable that the guidewire was damaged as a result of the difficulties experienced trying to advance the guidewire the occluded lesion. There may also have been some damage sustained during the re-shaping of the guidewire tip, however this cannot be definitively determined. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿device difficulty engaging target vessel¿ and to the as analyzed ¿guidewire kinked/bent¿, ¿guidewire distal tip stretched¿ and ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the middle cerebral artery m1 middle area occlusion procedure, physician used an intermediate catheter and a microcatheter to deliver the subject guidewire. However, the subject guidewire could not go through the target lesion. Withdrew the subject guidewire and re-shaped it twice but it could not still be advanced to go through the target lesion. The physician noticed that the manipulation of the subject guidewire tip got worse so withdrew it to check and found that the subject guidewire tip was fractured. The core wire was not fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.